Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) read as ¿high¿, however, a specific value was not provided. Reportedly, the customer had manual injections available to treat bg level and for backup insulin therapy.